Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the sales rep that patient came to office with shoulder pain, heard "pop". Doctor took x-rays, saw an infection, dis-located bone. Reunion reverse total shoulder was explanted.

Manufacturer narrative:
Evaluation revealed the humeral cup, insert, baseplate, peripheral and center screws, stem and glenosphere to be the primary products. No further associated products were reported. A physical examination could not be carried out as the items were not received for evaluation. A review of the device history records for the humeral cup, insert, baseplate, peripheral- and center screw revealed no deviation in the manufacturing process. The items were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. A review of the device history records for the peripheral screw 32mm, the humeral stem and glenosphere could not be carried out as the lot code was not available. In the case presented a patient had been treated with a reunion reverse shoulder arthroplasty on (B)(6) 2017. On (B)(6) 2017 the patient had to be revised as he was having pain in the shoulder. X-rays revealed a dislocation of the glenohumeral joint and a disassociation of the glenoid. All implants were removed during the revision surgery. Further information such as medical records, x-rays, surgery reports or progress notes were requested, but not provided. Thus a medical statement was not possible. A more precise evaluation was not possible based on the given information. With available information a deficiency of the devices could not be verified. The file will be closed formally. In case relevant clinical information or the items should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject products. Device is not available to stryker.

Event description:
It was reported by the sales rep that patient came to office with shoulder pain, heard "pop". Doctor took x-rays, saw an infection, dis-located bone. Reunion reverse total shoulder was explanted.